Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for three patient samples tested on a cobas e 411 immunoassay analyzer (e411). The affected tests include troponin, hcg, and probnp. The specific troponin, hcg, and probnp tests were asked for, but not provided. Roche manufactures 4 troponin assays as follows: elecsys troponin I immunoassay, elecsys troponin I stat immunoassay , elecsys troponin t assay, and elecsys troponin t stat assay. Roche manufactures 2 hcg tests as follows: elecsys hcg + beta test system and elecsys hcg test system. Roche manufactures 2 probnp tests as follows: elecsys probnp ii immunoassay and elecsys probnp ii stat immunoassay. The first sample initially resulted with a troponin value of <3 and then repeated as 16. The second sample initially resulted with a positive hcg value. The sample was repeated with an automatic dilution, resulting as < 5. The third sample initially resulted with a probnp value of < 5 and then repeated as 1200. No units of measure were provided for any of the involved assays. The erroneous results were not reported outside of the laboratory. No adverse events were alleged to have occurred with the patients. The lot numbers and expiration dates of the troponin, hcg, and probnp assays were asked for, but not provided. On 23-may-2018, the field service engineer found a broken cover which could lead to premature detection of the liquid level. The customer taped the cover and placed it back on the analyzer correctly. The customer then ran all patient samples in duplicate and there have been no further issues. The field service engineer later replaced the cover and the customer did not have any further issues.